Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user reported receiving a persistent "restart 60" alert on their ilet despite multiple restarts and charging attempts. The device, running bluetooth continued displaying the alert, and a replacement ilet was arranged. The user¿s blood glucose (bg) reached 398 mg/dl during the issue. Bg was corrected using backup therapy. The user's reported symptoms during the event included nausea. No medical intervention was reported at the time of call.